Manufacturer narrative:
Continued section e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
The device was explanted and replaced with a non-allergan device.